Manufacturer narrative:
The reported events were for extra cardiac stimulation, lead sensing problem, inadequate capture, and perforation. As received, a complete lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to discomfort from a lead perforation. Device interrogation revealed high capture threshold, r wave amplitude variation, and extra cardiac stimulation on the right ventricular (rv) lead. The physician elected to explant the rv lead. The patient was in stable condition.